Manufacturer narrative:
Device evaluation:the reported issue of error 69, battery not charging and customer requiring a pole mounted bracket was verified during service. Service technician found error 69 mpu ups open battery detected hard error on display after post. During inspection service technician found batteries measuring below 11vdc.the issue was resolved by replacing the batteries x 2.customer was also informed of how to order the bracket required. Preventative maintenance was performed per specifications. Note:the instrument was analysed by a field service technician within the facility. The instrument did not return to a medtronic facility for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that there was an error 69, and the battery was not charging at all.the customer also needed to order the pole mounted bracket for the 560a external motor. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.